Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown. The device broke intra-operatively and was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that intra-operatively the nail first inserted unreamed and then was removed to allow reaming before re-insertion. During this step the nail broke. The surgery was not prolonged. It is believed all fragments were able to be removed. The procedure was completed successfully with no harm to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was returned for manufacture investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The evaluation has shown that the border on top of the nail is strongly damaged. On one side is a crack of about 5mm length and the border is bent outward. No fragmentation occurred at the crack, all material is still there. On the other side is a strong deformation and the border is bent outward. The relevant dimensions cannot be verified anymore due to the damage. The review of the manufacturing documents did show no deviation regarding dimensions or material. This lot of 30 pieces was manufactured in june 2015, all parts are shipped and we are not aware of any other complaint for this part- and lot number combination. These findings speak against any manufacturing related issue. Based on the provided information we are not able to determine the exact cause of this occurrence. According to the description the damage occurred during the removal of the nail. However, the kind of damage with the outward bent border is actually typical for an mechanical overload during the insertion of the nail. Because during removal the force is only applied onto the thread of the nail and not onto the border on top of the nail. Based on this finding we can only assume that the damage occurred during the insertion, but was detected after the removal. That an additional reaming step was required does also indicate a difficult insertion of the nail. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Part: 04.016.035s, lot: 5934594, manufacturing site: (B)(4), release to warehouse date: 02. June 2015, expiry date: 01. May 2020. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The manufacturing documents were reviewed and no complaint related issues were found.